Event description:
Pt had fracture of right proximal humerus in 2000. Underwent im navane of a displaced fracture of the surgical neck which failed to heal. Converted to a buttress plating in 2001, which has failed to heal. Recent x-rays show plate was broken.